Manufacturer narrative:
(B)(4). Multiple attempts to obtain additional information were not successful. Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was released. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
As reported by the ous affiliate, a perforator failed to disengage causing some damage on the dura. Another perforator was utilized to complete the procedure. There was no delay and the device will be returned.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The device was received for evaluation. The perforator was visually inspected and no anomalies were observed. The perforator was then functionally tested. A series of holes with drilled without issues. The device performed as intended. A review of manufacturing records found no discrepancies when released to stock. Based on the investigation, the reported issue could not be confirmed. The device functioned as intended.